Event description:
It was reported that dosing stopped on an ilet bionic pancreas when paired with a new libre 3 plus sensor, with repeated ¿sensor reconnecting¿ alerts and a scan that returned ¿activation successful,¿ indicating the sensor was not actually activated; the user¿s capillary blood glucose was 222 mg/dl, and manual entry into the ilet restored insulin dosing. Symptoms included hyperglycemia. Outcomes included temporary suspension of automated dosing due to cgm signal loss, with dosing resuming after manual blood glucose entry. Investigation included troubleshooting and education on proper cgm activation and scanning steps. Investigation of this case revealed cgm signal loss and a scan/activation error with the libre 3 plus sensor leading to dosing suspension, which resolved after guided steps and manual blood glucose entry into the ilet. It was concluded, based on previously established findings for similar reports, that user setup and cgm connectivity issues were the likely cause.